Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unk) the device displayed "poor pad contact" and failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.